Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011; 694765 lead, implanted (B)(6) 2011. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high output and lower pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.